Event description:
Nursing service found a m4841a telemetry transmitter box on the pt to be hot to the touch. Equipment was removed from the pt and the battery was removed. Equipment was sent to clinical engineering. The was no visible external damage to the transmitter and the battery load springs were in proper position. (B)(6) tested the transmitter (B)(6), removing and replacing the batteries x3 daily as were not able to reproduce "hot/head" batteries. (B)(6) will send the transmitter for additional evaluation.